Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery voltage was 2.32 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to one compromised low-voltage capacitor, which resulted in a high current condition.

Manufacturer narrative:
Upon detailed analysis this event will be updated.

Event description:
Boston scientific recieved information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Intial device analysis showed that the device failed longevity. Additional testing will be conducted. No adverse patient effects were reported.